Event description:
The customer reported that the unit powers on, after a few minutes the unit turns off. They installed new batteries and the same thing happens. No visible damage to the alarm case. There was no patient injury reported.

Manufacturer narrative:
(B) (4) intermittent power. Evaluation of the returned product shows that the alarm does not power on when tested with new batteries. There is no damage to the case of the alarm. The battery door is broken. (B) (4).